Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted to the liquid crystal display circuit board, mother board, interface board, radio frequency circuit board, motor, vibrator, or battery tube assembly during the visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the display, which caused moisture to get underneath. The blood glucose reading was 6.1 mmol/l.